Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient collapsed at 8:00 pm and was transported by firefighters to the emergency room at epinal hospital. The insulin pump showed a cgm value of 300 mg/dl and the capillary blood glucose reading was 67 mg/dl. There was no treatment documented for hypoglycemia. No baqsimi was used by either the patient's family or the firefighters. At the time of the report the patient was still experiencing a loss of visual acuity. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.